Event description:
Customer reported that the pumping segment ballooned while on a pt on the 6th floor. No pt harm or medical intervention was reported. No further pt/event information was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.